Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) unit during initial drain. The technical service representative (tsr) had the care giver (cg) cycle the power. System error 2367 was received. The tsr had the home patient (hp) turn off the hc. The tsr asked the hp if he connected before starting initial drain. The hp stated yes. The tsr had the hp check the patient line. The hp found air in the patient line and a hole. The tsr instructed the hp to disconnect. The hp will start over with new supplies. The hc was operational. There was no patient injury or medical intervention indicated at the time of this report. A follow up was made with home patient's nurse and the nurse stated they were not aware of this report, however, the home patient has been doing fine. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
The home patient discarded the sample.